Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultrasmart meter read inaccurately high compared to another device and to his feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy started the evening of (B)(6) 2013. At an unspecified date/time, the patient obtained blood glucose results of ¿137 mg/dl¿ with the subject meter and ¿48 mg/dl¿ with another device (unknown type), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient alleges that the result of ¿137 mg/dl¿ was inaccurately high compared to his feelings and or normal results. The patient manages his diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to his diabetes management regimen in response to the alleged inaccurate result(s). The patient reported, a couple hours after the alleged issue occurred, he developed symptoms of ¿weak and shaky¿. The patient denied receiving any medical treatment. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.